Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer get stuck while opening. A field service engineer (fse) contacted the customer, who checked the suspect drawer and reported that customer had corrected the issue. The system functioned as intended after the customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer got stuck while opening. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.